Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise oversensing. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition is well.